Manufacturer narrative:
Additional information is pending and will be provide upon receipt.

Event description:
It was reported that the lead safety switch was triggered when it comes to this device due to high pace impedance measurements. The device was reprogrammed to the bipolar configuration and turned of the lead safety switch. Noise was also noted in the unipolar configuration with no oversensing or pace inhibition as the patient had an underlying rhythm. No adverse patient effects were reported.